Manufacturer narrative:
An event regarding corrosion, altr & wear involving an metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was unknown. -complaint history review: could not be performed as lot code information was unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# simplex hv with gentamicin us 1 pack ; cat#6195-1-001 ; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It is reported by counsel that claimant underwent right tha on (B)(6) 2014, and was implanted with a lfit anatomic v40 femoral head. Subsequently he developed pain in his groin, lateral hip and buttocks with any motion and felt he was getting weak and getting worse. Allegedly his cobalt chrome levels were not significantly elevated but MRI was concerning for possible adverse local tissue reaction. He was revised on (B)(6) 2021 for alleged trunnionosis and head/taper corrosion.